Event description:
A distributor reported an incorrect display of insulin amount on a pump that was no longer under warranty. Blood glucose level was recorded at 210 mg/dl. No additional actions were reported as the customer was advised that the pump could be closed for return checks, but further details have not been received.